Event description:
The user received an erroneous troponin t result for one pt. The initial result was 0.17 ng per ml and was reported. On (B) (6) 2009, the doctor ordered another troponin t from a new sample with a result of 0.010 ng per ml from the e170 and also requested repeat testing of the original sample. The first sample was retested, giving a result of less than 0.010 ng per ml from the e2010 and 0.010 on the e170. In addition, a separate edta sample drawn at the same time as the original sample was tested on the e2010 with a result of 0.010 ng per ml. The user stated she could not find out if there was any delay or treatment due to the original reported result. The field service rep was unable to determine a cause. He performed analyzer checks and changed the pinch valve tubing. To verify analyzer operation, he ran performance tests which were acceptable.